Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was stuck open and physically won't shut. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the rails in auxiliary 5.1 were damaged, with the bearing cage broken and bearings falling out. To resolve the issue, moved the pockets to new drawers. Then discovered that the rails in drawer 45.2 were also defective. The fse replaced the entire drawer module and transferred the cubie pockets from the old module to the new one. Then assigned the new drawer module as module five and verified that all pockets operated correctly and communicated properly with the all-in-one system. Proper operation was verified through both hta and the application in collaboration with the pharmacy technician. The system functioned as intended after the field service engineer repaired the device.